Manufacturer narrative:
Per the information provided by customer, operator did not hear the audible warning beep alerting him to remove the specimen tube from the aspiration probe before the probe retracted. Customer could not confirm whether or not operator has a hearing impairment. Additionally, both the hotline and service verified that the audible warning beep for the manual mode on the instrument was functioning per established instrument specifications. Therefore, the root cause is related to a user error, as no malfunction of the instrument was identified. Please note that, per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. ((B)(4).)

Event description:
Customer called on (B)(6) 2011 to report that while processing of a specimen tube in the manual (secondary) mode, the tube fell from the operator's hand, without breaking, and the blood sample contents splashed onto operator. Operator was not wearing gloves or eye protection, but a short sleeved lab coat as personal protective equipment (ppe). As a consequence, the operator's hand and forearm came in contact with the blood. Operator went to the medical center of the facility, per the facility's exposure plan, to obtain serological baseline testing for the work related exposure. Customer confirmed that there was no exposure to mucous membranes (eyes, mouth or nose) or open wounds, and that there was no death, injury, or affect to patient treatment.